Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with compression fracture and preoperative diagnosis of primary osteoporosis underwent a spinal procedure. Intra-op, the surgeon inserted both sides balloons and confirmed their position in the vertebral body. After the confirmation, the surgeon decided to shave the inside of vertebral body using a precision drill. At the time of shaving, the sharp part of the drill scratched the balloon because the surgeon inserted the drill before pulling out the balloon. The surgeon tried to inflate balloon in the patient¿s body but one side balloon could not inflate. Another one was unpacked immediately and the surgeon inserted it. After that, the procedure proceeded without trouble. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.